Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer reported main alarm failure, 35v power failure, and error code indicative of proximal pressure sensor autozero failure. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective speaker and power management board to address the reported problem. The unit successfully passed the required performance verification test.